Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Corrected field is e1 event site postal code. Updated fields are b4, g3, g6, h2.

Manufacturer narrative:
Corrected fields are d10 concommitant, e1 event site, e1 event site telephone, h6 type of investigation, h6 component and h11. Updated fields are b4, g3, g6, h2.nurse in the micu, called into emergency support program line to request support with a gas loss alarm that she had noticed a couple of times. She confirmed that all connections were tight and the tubing was clear. She stated that the patient was on a ventilator with a peep of 5. Esp personnel explained that this alarm could be associated with high intrathoracic pressure and that pressing iab fill followed by restarting should resolve the issue. She was advised to call back if the alarm became more frequent or if she was unable to resolve it using the steps in the help screen.